Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the pacing lead would not extend. The lead was attempted but not used and replaced. No patient complications have been reported as a result of this event.